Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall numbers: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned that the unit is not in use any more and is awaiting the return to munich for deep disinfection procedure. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a 3t deep disinfection request form, confirming that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. Hospital performed test lab and report has been provided to livanova (B)(4). Within the report it is stated, that the unit has been cleaned and disinfected according to IFU and is placed outside the operation room. There is no known patient involvement.